Event description:
A falsely confirmed (B)(6) result was obtained on a patient sample when the customer performed (B)(6)testing. The patient sample was ((B)(6) and the result was confirmed as (B)(6). The confirmed (B)(6) result was considered discordant when compared to (B)(6) results and other (B)(6) results. There was no known report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant (B)(6 ) result.

Manufacturer narrative:
The cause for the (B)(6) result that was confirmed with (B)(6) testing is unknown. There is no system data available or patient sample available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section for hbsag confirmatory states the following: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive hbsag test result does not preclude the possibility of exposure to or infection with hepatitis b." The instruction for use (IFU) under the limitation section for hbsag states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."